Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and the control bar was loose. The motor, lever, eccentric shaft, plan carrier, plan gears, and other worn components were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery device was returned for preventative maintenance and later found to need repair. There was no patient involvement. Inconsistent speed was found during investigation. Due diligence information complete.